Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 2ml 21ga 1-1/2in was found with foreign particles in its packaging during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a technical claim entered the quality system in which the client states that at the time of administering the medication, the disposable syringe x 2 ml presents foreign particles in its packaging".

Manufacturer narrative:
H.6. Investigation summary bd has been provided with a sample for catalog 300318 lot 1802306 to investigate for this record. Visual examination of the returned sample identified the foreign matter as printing foil particles in the primary packaging. As a result, bd was able to verify the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" in which through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, must be cute by the operator. When this situation happens, the machine stops automatically, and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one blister, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. Bd concluded that it has been an isolated case with a negligible frequency of occurrence. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the syringe s2 2ml 21ga 1-1/2in was found with foreign particles in its packaging during use. The following information was provided by the initial reporter, translated from spanish to english: "a technical claim entered the quality system in which the client states that at the time of administering the medication, the disposable syringe x 2 ml presents foreign particles in its packaging".